Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) result from a single pt sample that was generated by the synchron lx I 725 instrument. The customer indicated that in 12/05 at 11:14 am an initial accu tni testing was performed on an ER pt; the result was 0.06ng/ml. (Sample a). The pt was admitted for observation and serial draws were done. One the same day, at 4:40 pm sample (b) was collected and tested for accu tni; the result was 0.61 ng/ml. The result was reported out of the lab and questioned by the physician. On the same day, at 10:45 pm (c) was collected and tested for accu tni; the result was 0.05 ng/ml. On the next day, the customer re-tested the pt sample b for accu tni; the result was 0.09 ng/ml. A corrected report has been issued. No pt injury or change in treatment attributed to this event has been reported.